Event description:
Per medwatch, mw5077136 it was reported that the cadd legacy pump alarmed. The patient was able to successfully switch to a backup pump and did not have any interruption in therapy. The pharmacy shipped a replacement pump to the patient. The patient was utilizing the pump as described below: dose or amount: 19 ng/kg/min. Frequency: 89 ml/hr. Route: IV. Dates of use: from 2016 to ongoing. Diagnosis or reason for use: pah.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition. The device was started in application, no problems found with beeping. However, the downstream sensor will be replaced as a preventive measure. Replace cracked screen.